Event description:
It was reported the #3 electrode was greater than 4,000 ohms. The reporter had a question about the lead and was trying to get their terminology correct for charting purposes. No further information was reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889, lot# unknown, product type lead. (B)(4).